Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Electrical safety check noted that the system mains cable has split where the iec connection meets the cable.. The investigation is in process.

Manufacturer narrative:
Investigation: the frayed cables can be caused by two different cases: system is moved without unplugging the system from the wall. This puts undue force on the cable. This has been seen to cause damage at either the system end or the wall end of the cable. System is bumped into the wall such that this cable connection hits the wall and damages the cable. The interim solution is to replace any cable where fraying is observed. The long term improvement to the reliability of this cable is being investigated. This involves a design change to a right angle plug that can reduce the likelihood of damage from striking the wall. This could not be expected to guard from all forms of damage, but would be expected to reduce the frequency of this type of event.